Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141-2023-01364. The report was submitted under the incorrect catalog number. The implant does not meet the requirements of a reportable item. No further medwatch report will be submitted for this implant. All details and information associated with this event has been documented and submitted under 0002023141-2023-01364. The following sections are being reported: h2: if follow-up, what type. H10: additional narratives/data.

Event description:
Stripped screw was reported.

Manufacturer narrative:
Zimvie complaint (B)(4).